Event description:
Additional information received reported the patient, as previously reported, went into respiratory depression and then a week later died. The event/returned product was noted to be device related specifically ¿overinfusion ¿ possible septum leak¿ was reported. It was noted on the return paperwork it was unknown if the patient¿s death was related to the device/therapy.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter was acceptable in testing but was incompletely returned. Only a proximal catheter segment and the sutureless (sc) connector were returned. Analysis of the pump found no anomaly. As received the pump reservoir had 29 milliliters (ml) of fluid in it and was left in the simple continuous infusion mode. The pump logs were gathered and no anomalies were noted. Infusion history was gathered. Dispense accuracy passed. A septum pressure test was performed by filling the pump to over the pressure activating the over pressurization mechanism valve and then inserting a needle into the septum and applying a pressure of 30 pounds per square inch (psi). No leaking was observed. The reservoir pressure was also monitored as part of the dispense test and no anomalies were noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 8703w, lot# l77341, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon additional review, as the patient is female, the statement ¿he immediately went into overdose¿ should have read as ¿she immediately went into overdose¿.

Event description:
It was reported that the pump was filled under fluoro and the needle was in the pump. The doctor pushed 2cc, drew back 1cc to make sure he was in the pump and drawing back medicine. However, this time once the patient left the office, he immediately went into overdose, turned blue and stopped breathing. Patient was tubed out in front of the office and carried to the nearest hospital via ambulance. Doctor went to the hospital and drew out the medication and washed the pump pocket with saline. The patient went home from the hospital after a couple of days looking to be in good health. Patient then passed away (date was not confirmed stated to be either friday, (B)(6), or saturday, (B)(6)). The cause of death is not determined as no autopsy was performed at the request of the family. The coroner did not state a time of death. Patient was found by a family member on saturday, (B)(6). The last time that the patient was known to be alive was friday, (B)(6). This information was provided by a family member who checked on the patient before leaving for work on friday morning, (B)(6) .the pump was then explanted by the doctor at the funeral home and bench tested. In the video it was observed that the medicine was actually coming back out of the reservoir port. Drug in the pump was fentanyl. The patient had been receiving fentanyl (dosage unknown) at 2.5 mg/ml concentration and baclofen. Per reporter bupivacaine may have been in the pump but he was not sure. The patient was recently weaned off baclofen so the infusion at the time of the event contain fentanyl and maybe bupivacaine. The patient received a refill of 19ml (20 ml pump) under fluoroscopic guidance ruling out overfill (assumed pump was completely empty at the time of refill). The doctor who performed the refill was very certain that there was no pocket fill. The patient left the office approximately 30 minutes later and was sitting at the bus stop outside the medical building. The patient loss consciousness and doctor was called to the scene. The patient was apneic and in severe respiratory depression. Doctor intubated the patient and called 911. In the ER the patient received 2 mg narcan and was placed on a narcan drip. The patient responded quickly regaining consciousness. Subsequently, the doctor aspirated the pump and recorded a volume discrepancy of about 1.8 ml (17.2 ml aspirated). He replaced the pump with half concentrated fentanyl solution. Prior to discharge from the ho spital he emptied the pump and replaced with saline. The patient was managed with transdermal fentanyl. The patient was discharged home. Approximately 24hrs latter a family member found the patient dead in bed. There was no autopsy and suspected cause of death was drug withdrawal. Doctor did not recollect any previous volume discrepancies at refill. He suspected pump malfunction and explanted the pump at the funeral home. He subsequently performed a bench test and diagnosed a fluid leak at the septum. He did not suspect overinfusion. According to the doctor fentanyl is highly lipophilic and reside locally (he stated segmental) and this was substantial advantage over morphine. Hence, per the doctor fentanyl will not migrate centrally via the csf to the brain (causing respiratory depression) and hence the overdose had to be the septum leak. An alternative explanation was also reviewed, according to which because fentanyl was highly lipophilic and the intrathecal space is highly vascularized fentanyl is rapidly absorbed into the system circulation, hence it fentanyl overdose is clinical manifested as a systemic overdose versus an overdose contained in the cns. Essentially it fentanyl overdose mimics a pocket fill overdose. Doctor processed this information and now was not as sure whether the malfunction was at the septum or via an overinfusion.